Event description:
Related manufacturer report number: 2017865-2023-52257. Related manufacturer report number: 2017865-2023-52259. Related manufacturer report number: 2017865-2023-52262. It was reported that the pacemaker and left ventricular (lv) lead were dislodged. The pacemaker was explanted and replaced. The lv lead was explanted. It was reported that the patient presented with fever on (B)(6) 2023. Upon further investigation, it was noted that the patient had pocket infection with endocarditis. The replacement pacemaker, atrial lead and right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Please retract this report 2017865-2023-52256.

Manufacturer narrative:
Manufacturer report 2017865-2023-52256, should not have been reported as a medical device report (MDR), as the event did not indicate a malfunction and did not cause a serious event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.